Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately high subject meter results in comparison to another unknown meter. The reporter did not provide exact results but stated that the subject meter read "40-60 points higher" than the other meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.